Manufacturer narrative:
Reliability analysis evaluated seven opened/used reservoirs. Performed the pre-fill reservoir testing, and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of air bubbles in the tubing a few hours after changing the reservoir. The customer's blood glucose reading was unknown. The product was returned for analysis.